Event description:
While the end user was transferring from his lift to his power wheelchair, he attempted to lower the arm rest at which point an exposed wire from the joystick was caught on a metal peg located on the arm rest. Reportedly, as the wire hit the metal peg it caused multiple two feet high sparks. However, the chair did not catch fire. The chair then powered down and the sparks dissipated. No injury was reported.